Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pocket b5 has a damaged lid pocket failed to pop out. The field service engineer (fse) removed the faulty lid pocket via diagnostics and observed muscle wire errors across all pockets during testing. Retractor band was inspected and found to be in good condition. A new fuse was installed on the mother of all boards, resolving the issue. Additionally, missing slide bumpers were replaced on the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.